Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the crossbrace is broken at a weld.

Manufacturer narrative:
The return evaluation documented on the returns expanded evaluation report is defined as the semi electric foot spring has a broken weld where the lift tube is welded to the right foot rail frame.

Event description:
Dealer is stating that the crossbrace is broken at a weld.